Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It has a red tip cap and solution inside the syringe. It has a label with a handwritten note ¿sterile water¿. Visual inspection was performed with a 10x magnifier lens and no foreign matter observed. After that the plunger rod rubber stopper was removed from the syringe and performed visual inspection with the 10x magnifier lens and under the 30x microscope. There was no foreign matter observed inside the barrel nor in the solution. In addition, one photo was provided. It is the same sample received for evaluation. Based on the photo provided, it is not clear to identify the reported condition. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9336326 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 302830 batch no: 9336326. Verbatim: new information received from the customer: would you be able please to confirm the date of event? (B)(6) 2020. How many syringes were involved? 1. Was anyone hurt? No. On friday afternoon one of our pharmacists noticed something on the rubber plunger of one of the 20ml bd syringes. This could potentially be a cut in the rubber, but the concern was that it may be a hair or some other foreign object. I have the syringe on my desk with sterile water in to magnify the issue.